Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl result from a single pt that was generted by the access instrument. The elevated accu tnl result was 3.33ng/dl. The elevated accu tnl result was reported out of the lab. A fresh sample was collected from the pt and re-tested for an accu tnl; the result was "negative". No info was provided why the pt was re-drawn and the sample test for accu tnl. Then the customer re-tested the original pt sample for an accu tnl; result of <0.04ng/ml was obtained. The corrected report was issued. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed with this event.